Manufacturer narrative:
The insulin;in received with unexpected battery power loss and had high sleep current, problem isolated to pcb 2. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alarm. The customer's blood glucose level was 11.9 mmol/l. Customer received a low battery alert less than 8 hours prior to the alarm. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump was returned for analysis.